Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps with an alleged issue to perform failure analysis. The maryland bipolar forceps instrument passed the grasp test on the in-house system. The maryland bipolar forceps passed the recognition and engagement tests. The maryland bipolar forceps instrument moved intuitively with full range of motion in all directions. The maryland bipolar forceps articulated as expected during manual articulation. The maryland bipolar forceps was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument energy and delivery test. A review of the procedure logs did indicate that a monopolar curved scissors instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps does not properly grip tissue when its used. The procedure was completed with no reported injury.